Manufacturer narrative:
(B)(4). Renfree, kevin et al. ¿cost utility analysis of reverse total shoulder arthroplasty". Reference journal article attached. (2013) 22, 1656-1661. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The article was written by kevin j. Renfree, steven j. Hattrup, and yu-hui h. Chang the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. (B)(4).

Event description:
It was reported in a journal article that one (1) patient presented with pneumonia, that was responsible for a prolonged hospital stay of 4 days. No further information has been provided.